Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump intermittently loses power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/20/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed multiple reboots. No damage was found to the battery compartment. The returned battery cap had damaged threads but the cap¿s contacts dimensions were within specifications and the cap fit securely to the pump. A power loss was observed. The pump cover was removed and no damage or moisture was found to the internal components.